Manufacturer narrative:
(B)(4). The customer reported the lot as 13k069; however, this is an invalid lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was missing the blue tip. The reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.